Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Although, an evaluation was performed utilizing a photo. Upon visual evaluation of the image provided in the complaint no apparent damage or visual anomalies were observed. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a breast augmentation surgery with implantation of a 215cc mentor memorygel breast implant prosthesis. Post-operatively, the patient was diagnosed with baker grade iii capsular contracture of the right breast. As a result, the patient underwent removal on an undisclosed date.

Manufacturer narrative:
On march 21, 2022, mentor became aware that an error was made in the initial report. Report source should have been distributor/importer not other as initially indicated. Manufacturer¿s reference number: (B)(4). In the initial, g2. Is report source distributor/importer should have been check marked.

Manufacturer narrative:
On april 26, 2022, the mentor analysis lab received the suspect medical device for evaluation. An evaluation was completed on may 05, 2022. Mentor conducted a visual inspection of the returned device. During visual evaluation, no apparent damage or visual anomalies were observed on the returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Paperwork received with the device provided a patient identifier. The appropriate field has been populated. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On march 12, 2022, mentor received additional information. The procedure type was updated to breast augmentation revision surgery. Additionally, the date of implantation and explantation was provided. Date of implantation: (B)(6) 2019. Date of explantation: (B)(6) 2022. Manufacturer¿s reference number: (B)(4).